Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the patient did not have an infection however did have necrotic tissue.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-17439, 1627487-2021-17440, 1627487-2021-17441. It was reported the patient experienced an infection at the extension site. Surgical intervention took place in which the entire system was explanted to address the issue.